Event description:
Reported due to stent unable to cross and seal perforation. The dr attempted to seal a perforation using a graftmaster stent graft in the distal left anterior descending (lad) artery. Reportedly, the perforation which was classified as "class three (3)" and occurred after placement of a taxus stent. It was noted that the dr "could not get the graftmaster stent down the vessel." A "balloon" was inflated for fifteen (15) minutes in an attempt to seal the peforation but was unsuccessful. Reportedly, the perforation was not sealed and the pt expired while in the cath lab. The pt's cause of death was the "perforation." Although requested, no additional pt info was provided.